Manufacturer narrative:
Limited donor information was provided. A field service engineer was scheduled to evaluate the mcs®+ mobile collection system, the results of this evaluation is currently unknown. The concentrated platelet and plasma set has yet to be returned and evaluated by haemonetics. Without physical sample provided for evaluation the root cause could not be determined.

Event description:
On (B)(6) 2020 haemonetics was notified of a severe citrate reaction which occurred following a platelet donation in (B)(6), utilizing the mcs®+ mobile collection system and concentrated platelet and plasma set. After the 11th cycle, all plasma and platelet rich plasma was returned to the donor with no error messages or alarms encountered. The donors' health improved after receiving calcium chloride tablet and intravenous sodium chloride. The donor was reported to have left the center in good health.